Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010 the pt reported the cartridge compartment of the infusion device was "foggy" and had condensation in it. He stated it is very humid where he lives and has been raining, but he has never noticed the issue before today. He stated the adapter is very old and he was advised to change it. He was advised to dry the cartridge compartment with a cotton swab. He was unable to tell if the moisture was insulin or water. Upon follow up on (B)(6) 2010 he stated the cartridge compartment is dry and the issue is resolved. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.